Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1: the reporter¿s name should remain blank, and the facility name should be ¿olympus¿. E2, e3: added ¿no¿ to the fields for health professional and occupation, indicating ¿non-health professional¿. E4: added ¿no¿." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the faulty patient board set caused no image with 180 scopes. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the video system center had a printed circuit board failure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.